Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer's son reported via phone call that the customer experienced high blood glucose over 600 mg/dl. It was stated that the insulin pump might not be delivering insulin because the customer treated with the insulin pump but it was still high at 564 mg/dl. Customer treated with manual injection. It was advised to disconnect at the quick release and perform prime; insulin did not exit the tubing. Customer's son declined troubleshooting. The insulin pump was replaced and returned for analysis.